Event description:
The facility had sent an infusion pump in to service where a failure code 807:01 had occurred. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.